Event description:
Gastric fluid is stated to have leaked from partially open lopez valve and pt experienced "burns" to the left thigh, pelvic and groin areas including penis ans scrotum. Patient/son had refused to have g tube secured with tape prior to leaving the nursing home insisted tube, with valve, be "tucked" into the waistband of pants. Attending a baseball game, accompanied by 3 facility employees and other residents, son noticed wetness on pt's pants but assuming it was urine from catheter did not investigate the cause, stop the seepage, or contact the facility employees, to rectify the situation. Upon return to facility, the lopez valve was found to be "slightly open", clothing and skin were deemed to be wet with "gastric juices". Nurse recorded a 10 cm x 24 cm red area on left groin, penis, scrotum and a 2 cm x 2 cm area of open blisters on left groin. Physician ordered topical silvadene cream. Hospitalization 2 days later for fever and urinary tract unrelated to incident.